Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with atrial fibrillation (afib) with rapid ventricular response (rvr). The implantable cardioverter defibrillator (ICD) interpreted this as ventricular fibrillation (vf) and delivered antitachychardia pacing (atp). This resulted in the delivery of a high voltage shock. Programming changes were made. Programming changes were made. Patient was stable.